Event description:
No additional information.

Manufacturer narrative:
One hundred sixty samples and three photos were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The needle hub-cannula epoxy area looks good. Three photos show the needle is out of the needle hub and placed on the side. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4038083. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305902. Batch # unknown. It was reported that the bd needle safteyglide 23x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Per customer while giving a vaccine using a 23 gauge 1 inch needle to a patient, when she was pulling the needle out of her arm the needle stay in the patient¿s arm. The employee removed the needle from the patient¿s arm without injury. Item#305902. Lot#329649.